Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 458 mg/dl with unspecified/trace ketones, strong, fruity breath odor, abdominal pain and extreme drowsiness associated with an alleged loss of prime issue. Reportedly, the patient discontinued pump therapy but did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient was using lantus and a short acting insulin via injection and was following up with their health care provider. During troubleshooting with customer technical support, the reporter stated that the patient had high bgs over the weekend with symptoms and the pump has had numerous ¿loss of prime¿ alarms. The reporter stated that the patient was ill with a viral cold and had several occlusion alarms but the reporter was unaware of that and was educated why it said the pump needed to be prime. It was also noted that the patient was over/under cycling, using longer than 2-3 days, and the cartridge was being inserted with cold insulin. This complaint is being reported because the patient experienced hyperglycemia associated with use error and not pump malfunction.